Event description:
Patient was having a chest CT done, while injecting the contrast, the syringe blew off the injector and parts shattered on the floor. No harm to patient. It was reported this is the third time this has happened with these syringes.